Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a leak. It was reported that a steerable guide catheter (sgc) was being prepared for use; however, the hemostatic valve was not properly secure and was leaking air. It was noted that during testing of the hemostatic valve, it was turned over in the upright position for 30 seconds when the valve was filled with air. A total of three attempts were made to prepare the sgc, but the air leakage could not be fixed. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). All available information was investigated, and the reported issue of leak could not be confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot additionally, a review of the complaint history identified no similar incidents reported from this lot. In the absence of a confirmed failure mode a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.